Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Two days after the onset of peritonitis and in the same month as the onset of peritonitis; the patient was treated with fortum (dose, frequency, duration, and route not reported) and vancomycin 1gm (frequency, duration, and route not reported) for the peritonitis. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available.